Event description:
During withdrawal of guidewire used inside ureteroscope during routine cystoscopy, some of the guidewire's coating came off. All piece were retrieved successfully. Investigation into this event revealed familiarity of the device by the urologist using the wire; as well as that of the ureteroscope. The ureteroscope was found to be in good operating condition; and the urologist reporting did not encounter any difficulty positioning either guidewire or ureteroscope. Fortunately, the urologist was able to retrieve all sheared pieces of wire coating before he concluded the case.